Manufacturer narrative:
E1 initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with an thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cerebrovascular accident. The patient who had the ablation procedure on (B)(6)2023 had a postoperative stroke. The information was obtained from the customer on (B)(6)2023. The event occurred after the procedure on (B)(6)2023. The procedure itself was successfully completed. A cerebral infarction had occurred. Left hemiparesis was present. The physician determined that the event was of moderate to minor nature (therefore non-serious). Physician¿s opinion regarding the relationship between the event and the product was that it is unknown. The patient's general condition was not good (hypertension, diabetes, alcoholism), and he/she may have been able to make a decision not to perform the ablation before the catheterization. There were no abnormalities before using the product. Multiple contact force (cf) monitoring methods were used such as dashboard, vector display, force over time (fot) display, tag index, and impedance drop. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
On 15-sep-2023, the product investigation was updated with the manufacturing record evaluation. A manufacturing record evaluation was performed for the finished device 31066300l number, and no internal action related to the complaint was found during the review. Manufacturing date: 13-jun-2023. Expiration date: 12-jun-2026. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).